Manufacturer narrative:
Device evaluation: the device evaluation has begun, but is not yet complete. Conclusions - other, the suspect device has been returned for evaluation; however, the investigation has not been finalized. A follow-up report will be submitted when additional information is available.

Event description:
The complainant reported that the tip of a guidewire broke off inside that patient during a vascular access procedure in preparation for an aortogram with runoff. The tip detachment remained unnoticed until the physician observed that the tip of the withdrawn guidewire "had something wrong with it." The guidewire tip was previously observed as a "foreign body" in the x-ray field. When the physician observed the withdrawn guidewire tip anomaly, he concluded that the foreign body was the missing tip of the guidewire. The tip was retrieved without incident using a snare.